Manufacturer narrative:
This product is registered as a combination product. No code was available regarding screw anomaly. Further product information was not available as the serial number was unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited high capture thresholds and a potential screw anomaly. No further information was available.